Event description:
On (B)(6) 2014, the patient was treated for an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses (rlt261416/13215813, pxc141000/12776666). It was reported the patient received a follow up computed tomography (CT) scan in (B)(6) 2015 that showed what appeared to be air and a ¿murky image¿. The physician completed an exploratory laparotomy to further investigate. It was determined that the patient had an infection and the devices were explanted. The devices were discarded at the facility and are not available for evaluation. The physician reported that the patient had a diverticular mass, but it is unknown what caused the infection. The patient tolerated the procedure.

Manufacturer narrative:
Corrected information: event date. Additional information: event description. The review of the sterilization paperwork verified that this lot met all pre-release specifications. Further information was requested but not provided. With information available, gore is unable to determine the root cause of this incident. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to infection (e.g., aneurysm, device or access sites) and surgical conversion. (B)(4).

Event description:
On (B)(6) 2015 the devices were explanted.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the patient was treated for an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On an unknown date in (B)(6) 2015 (estimated as (B)(6) 2015), a follow up computed tomography scan showed what appeared to be air and a "murky image." On an unknown date (estimated as (B)(6) 2015), an exploratory laparotomy was performed to further investigate the previous CT findings. It was reported the patient was found to have an infection, but it is reportedly unknown if the infection was in the area in which the gore devices were implanted. The two gore devices were explanted during the procedure. The physician reported the patient had a diverticular mass and reportedly believed the infection was not related to the gore devices. However, it is reportedly unknown what caused the infection. The patient tolerated the procedure. Additional information was requested but is not available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. Devices not returned for evaluation (discarded at the facility). Additional aaa® devices included in this report: pxc141000/12776666.